Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced multiple surgical revisions, infection, incision and drainage and open wound packed with gauze, wound care for non-healing open wound, incision and drainage of purulent fluid adjacent to area of mesh, intermittent drainage, chronic mesh infection, chronic draining of sinus tract of abdominal wall, large amount of pus drained, mesh found free floating and not incorporated within pocket.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, non-healing open wound, purulent fluid, chronic mesh infection, draining of sinus tract, mesh free floating and not incorporated, abdominal pain, erythema, and swelling. Post-operative patient treatment included multiple surgical revisions, incision and drainage and open wound packed with gauze, wound care for non-healing open wound, incision and drainage of purulent fluid adjacent to area of mesh, intermittent drainage, large amount of pus drained, oral antibiotics, excision of sinus tract, wound debridement, and cavity packed with gauze.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, non-healing open wound, purulent fluid, chronic mesh infection, draining of sinus tract, inflammation of ventral pelvic wall, mesh free floating and not incorporated, abdominal pain, erythema, and swelling. Post-operative patient treatment included multiple surgical revisions, incision and drainage and open wound packed with gauze, wound care for non-healing open wound, incision and drainage of purulent fluid adjacent to area of mesh, intermittent drainage, large amount of pus drained, oral antibiotics, excision of sinus tract, wound debridement, explant of infected mesh, and cavity packed with gauze.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, abscess, adhesions, pain, infection, non-healing open wound, purulent fluid, chronic mesh infection, draining of sinus tract, inflammation of ventral pelvic wall, mesh free floating and not incorporated, abdominal pain, erythema, swelling, fluid collection, fistula, cellulitis, depression, & dislodged mesh. Post-operative patient treatment included multiple surgical revisions, incision and drainage and open wound packed with gauze, wound care for non-healing open wound, incision and drainage of purulent fluid adjacent to area of mesh, intermittent drainage, large amount of pus drained, oral antibiotics, excision of sinus tract, wound debridement, explant of infected mesh, cavity packed with gauze, & CT scan. Relevant tests/laboratory data, including dates (b6) (B)(6) 2014: CT was negative for hernia recurrence. (B)(6) 2017: op note- CT scan revealed a fluid collection anterior to the mesh and tacking through the sinus tract to the open wound.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: b7, g4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: induration, abnormal white blood cell count, nodule of soft tissue). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, abscess, adhesions, pain, infection, non-healing open wound, purulent fluid, chronic mesh infection, draining of sinus tract, inflammation of ventral pelvic wall, mesh free floating and not incorporated, abdominal pain, erythema, swelling, fluid collection, fistula, cellulitis, depression, dislodged mesh, abnormal white blood cell count, nodule of soft tissue, abdominal wall wound, soft tissue attenuation tract, intradermal emphysema, fistulous tract, discomfort, tender, erythematous indurated skin, drainage from incision, chronic sinus wound, bloody drainage, scarring, sleep patterns erratic. Post-operative patient treatment included multiple surgical revisions, incision and drainage and open wound packed with gauze, wound care for non-healing open wound, incision and drainage of purulent fluid adjacent to area of mesh, intermittent drainage, large amount of pus drained, oral antibiotics, excision of sinus tract, wound debridement, explant of infected mesh, cavity packed with gauze, CT scan, wound care, use of penrose drain.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced skin thickening, thickened mesh, palpable lump that corresponds to anechoic fluid collection, hernia recurrence, abscess, adhesions, pain, infection, non-healing open wound, purulent fluid, chronic mesh infection, draining of sinus tract, inflammation of ventral pelvic wall, mesh free floating and not incorporated, abdominal pain, erythema, swelling, fluid collection, fistula, cellulitis, depression, dislodged mesh, abnormal white blood cell count, nodule of soft tissue, abdominal wall wound, soft tissue attenuation tract, intradermal emphysema, fistulous tract, discomfort, tender, erythematous indurated skin, drainage from incision, chronic sinus wound, bloody drainage, scarring, & sleep patterns erratic. Post-operative patient treatment included ultrasound of abdominal wall, multiple surgical revisions, incision and drainage and open wound packed with gauze, wound care for non-healing open wound, incision and drainage of purulent fluid adjacent to area of mesh, intermittent drainage, large amount of pus drained, oral antibiotics, excision of sinus tract, wound debridement, explant of infected mesh, cavity packed with gauze, CT scan, wound care, & use of penrose drain.

Manufacturer narrative:
Additional info: b5, b6, b7, h6 (device code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, abscess, adhesions, pain, infection, non-healing open wound, purulent fluid, chronic mesh infection, draining of sinus tract, inflammation of ventral pelvic wall, mesh free floating and not incorporated, abdominal pain, erythema, and swelling. Post-operative patient treatment included multiple surgical revisions, incision and drainage and open wound packed with gauze, wound care for non-healing open wound, incision and drainage of purulent fluid adjacent to area of mesh, intermittent drainage, large amount of pus drained, oral antibiotics, excision of sinus tract, wound debridement, explant of infected mesh, and cavity packed with gauze.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(Ime code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced skin thickening, thickened mesh, palpable lump that corresponds to anechoic fluid collection, hernia recurrence, abscess, adhesions, pain, infection, non-healing open wound, purulent fluid, chronic mesh infection, draining of sinus tract, inflammation of ventral pelvic wall, mesh free floating and not incorporated, abdominal pain, erythema, swelling, fluid collection, fistula, cellulitis, depression, dislodged mesh, abnormal white blood cell count, nodule of soft tissue, abdominal wall wound, soft tissue attenuation tract, intradermal emphysema, fistulous tract, discomfort, tender, erythematous indurated skin, drainage from incision, chronic sinus wound, bloody drainage, scarring, sleep patterns erratic, and spasms. Post-operative patient treatment included ultrasound of abdominal wall, multiple surgical revisions, incision and drainage and open wound packed with gauze, wound care for non-healing open wound, incision and drainage of purulent fluid adjacent to area of mesh, intermittent drainage, large amount of pus drained, oral antibiotics, excision of sinus tract, wound debridement, explant of infected mesh, cavity packed with gauze, CT scan, wound care, <(>&<)> use of penrose drain.